Event description:
A customer contacted haemonetics on (B)(6) 2012 to report their orthopat machine "will not power on." No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report their orthopat machine "will not power on." No donor or operator injury was reported. Upon eval of the device on (B)(4) 2012 the reported problem, "will not power on," was verified along with fluid internal to the device. The major blood spill required disassembly and cleaning. Electronic components replaced due to fluid spill include the centrifuge, top deck distribution board, dc wire harness: power supply and cable (dist/driver). The machine is now ready for use. (B)(4).